Manufacturer narrative:
Follow-up #1: date of submission 08/24/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/04/2015 with the following findings: a review of the total daily dose at the time of complaint indicated that the pump was suspended and not resumed. The black box data was not available for review due to continued use of the device. A delivery accuracy test was performed and there were no delivery defects found. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 222 mg/dl with diabetic ketoacidosis (dka). Reportedly, the patient remained on the insulin pump, emergency protocol was initiated and the patient was hospitalized and treated with IV fluids and unspecified treatment by their healthcare provider. The reporter stated that the patient experienced dka due to being on lasix and another unspecified medication. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.